Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the stem did not find any deviations or anomalies. These products were used for treatment. No other complaints of any type been reported for the given lots. The provided items are an approved and compatible combination. The primary operative notes do not indicate anything out of the ordinary. The 6 week follow up report indicates that an avulsion of the lesser tuberosity was noted during the radiographic assessment. An avulsion as defined by blakiston's gould medical dictionary fourth edition is "a forcible tearing or wrenching away of a part". In this instance this would mean the lesser tuberosity, a part of the humeral bone, was pulled off the remainder of the humerus. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer biomet considers the investigation closed.

Manufacturer narrative:
(B)(4). Other device used: catalog #00430205218, bigliani/flatow humeral head, lot #62816978. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain in the right anterior shoulder. An x-ray for the patient revealed a lesser tuberosity avulsion.